Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling tired. Review of data indicated that the rate response on the device showed less than 2 hours active over a 5-week time period. The device remains in use and no patient complications have been reported as a result of this event.